Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(6)): the diffusers filled with 5fu are not empty, then the connection is conform and that the implantable chamber is not blocked. Occurred two times in the same pt and one time with another pt.

Manufacturer narrative:
(B)(4). The device is currently on shipping from (B)(6) to b. Braun (B)(4) for investigation. A f/u report will be provided after the inspection results are available.